Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that when the programmer was turned on, smoke came from the power supply area. When the programmer was opened, severe corrosion was found on the power supply.

Event description:
It was reported the fan shorted out and caught fire. Follow-up information received reported that when the programmer was plugged in, a blue flame came out of the fan slits, and everything shut down. It was a snowy day, so it was assumed to be wet. The programmer was not near a patient, and there were no reports of injury.